Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported for the past "several months" their stimulation keeps shutting off due to adaptive stim. Pt stated sometimes they can walk for about 15-20 minutes and sometimes it quits after about 10 minutes. Pt stated they have met with several manufacturing representatives for troubleshooting. Pt stated the last time they were seen for troubleshooting, the rep got the adaptive stim feature to work correctly but by the time the pt left the appointment, it stopped working again. Pt stated they been turning adaptive stim off during the day and then turn it back on at night. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient reported they set level, walked 10 mins, unit continuesto shut off. Patient indicated they were meeting with rep (B)(6) 2022. Additional information received, pt repeated they were having adaptivestim issues where stim would turn off and on while walking and sitting down. Pt said they had told rep half a dozen times, and the last time they met, the rep turned off part of the features. However pt said that didn't improve the issue. Pt said they have had to rely on just turning adaptivestim off, however the downside to that was when pt would recline, stim would be too much so they would have to then get the controller and turn adaptivestim back on. Pt asked who to talk to about that, pss redirected to hcp/rep.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostimulator this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.